Event description:
It was reported that the patient presented to the emergency room with chest pain. The lead exhibited loss of capture and sensing in unipolar. A CT scan confirmed cardiac perforation. The lead was successfully repositioned.

Manufacturer narrative:
Na